Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd connector was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The pump functioned properly. However, the pump was received with intermittent button response during testing due to flattened dome switch on the escape and act buttons. The pump was received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and hospitalization from the insulin pump. The customer stated that her blood glucose dropped down to 48 mg/dl and she drank some orange juice to treat it. The customer stated that her blood glucose back up to 99 mg/dl. The customer declined to troubleshoot for low blood glucose as she was waiting for her replacement pump. The customer also stated that she was hospitalized 2 times this week. The customer will be sent a replacement pump per health care provider's instructions.